Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: the pump powers on appropriately to the verification screen with functional auditory and vibratory alarms. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. A review of the bolus history showed several 0 unit boluses. The pump was exercised for 24 hours with no unprogrammed boluses occurring. Investigation found that keypad buttons were responding appropriately; there were no hypersensitive keys observed. There was no defect found on investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient claimed the animas pump is dispensing bolus insulin she never programmed. Reportedly, she awoke a few times during the last week with low blood glucose reading of 40 mg/dl. At the time of the incidents, she was able to administered self treatment with oral carbohydrate. The animas representative reviewed the animas pump setting and discovered that the time were off by 12 hours. It was also noted that the incorrect time occurred around the same time the patient had a power issue. The patient was prompted to reset the date and time after the battery replacement. While reviewing the bolus history, the patient confirmed some of the bolus intake but denied ever taking bolus insulin at other times. The subject pump was requested to be sent back for product investigation. The patient was advised to use the backup plan as needed. This complaint is being reported due to the alleged unconfirmed programmed bolus issue and because the patient claimed she had hypoglycemia while she managed her diabetes with the animas pump.